Event description:
It was reported that the patients implantable pulse generator (ipg) moving out of the pocket and popping out of place. The patient underwent revision procedure. No further information has been obtained despite good faith efforts. Additional information was received that the ipg was relocated patient is doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) moving out of the pocket and popping out of place. The patient underwent revision procedure. No further information has been obtained despite good faith efforts.